Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the lv perforation appears to have been caused by the 260 cm amplatz extra stiff wire eroding through the left ventricle and was likely worsened when the patient¿s sbp exceeded 300mm hg. It is possible that the patient¿s underlying co-morbidities, advanced age ((B)(6)) and female gender may have also increased the risk of friable tissue. There was no report of difficulty advancing or withdrawing the edwards retroflex 3 delivery system or sheath during the procedure. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
As reported by the edwards field clinical specialist, the patient suffered a left ventricle perforation post sapien valve deployment. The patient received a sapien 23mm valve through the transfemoral approach. Post valve deployment, the patient became hypotensive with a sbp < 60mm hg. The patient was given vasopressors with no response. Right heart stand still was noted and CPR was initiated. While prepping for cardiopulmonary bypass, the patient¿s bp shot up to 312mm hg. During the attempt to lower the patient¿s bp, a growing effusion was noted on the echo. The sternum was opened. A lv laceration was found and repaired. The primary surgeon concluded the lv tear was caused by the 260 cm amplatz extra stiff wire eroding through the lv and was likely worsened when the patient¿s sbp exceeded 300mm hg. Per the echo sonographer, the sapien valve function was good with trivial pvl and cai noted. The patient was transferred to cvru in critical but stable condition.